Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. (B)(4).

Event description:
Ppf and medical records received. Ppf alleges pseudotumor, constrained liner, abductor muscle repair, dislocation with open reduction and elevated metal ions after first revision. After review of medical records, there was no operative note provide for the second revision. The polyethylene liner, ceramic head, and the stem were reported to the impacted product due to the ppf allegation. Doi: (B)(6) 2012 - dor: (B)(6) 2013; (right hip) second revision.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.